Manufacturer narrative:
The device was discarded by the facility, therefore an analysis of the complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation and patient death occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending artery. An impella ventricular assist device was utilized during the procedure and was inserted prior to atherectomy. The oad was inserted into the patient and two runs were completed at low speed. The device was then operated backward through the lesion at high speed, and multiple perforations were noted. It was reported that the patient expired during the procedure.